Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, the customer received a power source alert after attempting to charge the pump in a wall outlet. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer reverted to manual injections for insulin therapy.